Event description:
A user facility reported a patient with blurry distance vision following intraocular lens (iol) implant surgery. The surgeon reported the outcome of the event for the patient as "excellent".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested via fax and mail on 08/14/2008 and phone on 08/09/2008. A completed questionnaire and patient medical records were received.